Manufacturer narrative:
(B)(4). Batch # p92e76. Device analysis: the analysis results of the el5ml device found that it was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clip did not fully advance into the jaw causing a malformed clip; then the device was cycled and it fed and form 1 conforming clips. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feedbar was found to be damaged causing the feeding issues. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown surgery, the clips were not fed into the jaws and fell off the jaws, then, jamming occurred many times. Another device was used to complete the case. There were no adverse consequences to the patient.